Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the battery depleting more quickly since their fall as not known. They have an appointment coming up with the healthcare provider (hcp) on (B)(6) 2024. The cause of the sudden return of symptoms was not known, but they went back to a program they had used on (B)(6) 2024 until they had made a change during their last call. They indicated their symptoms resolved after that change on (B)(6) 2024. Regarding the ins being too shallow and the por, they plan to discuss that with their hcp, but the por occurred sporadically over the past year. The fall's effect on the device was not known, but they would also discuss that at their appointment.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that since (B)(6) 2023 they had the program 3 at 3.6 and had been doing fine until recently. The patient said that suddenly they had really bad urgency and accidents during the night. The patient also said that they were away at someone's house for two nights in a row and experienced return of symptoms and that was not a fun thing. When asked, the patient said that on july 6th they fell really hard on their back and went flat backwards and hit their head with a thud. The patient then said that everything was fine for three weeks after the fall and then on july 29th they noticed the return of symptoms. The patient asked for programming direction. Reviewed therapy information and general programming guidance. With instruction, the patient connected to the implant and switched programs. The patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. The patient was going to monitor and track symptoms for at least a couple of days an d make adjustments based on results. The patient said they were away from home until the first week of october. The patient said that they did contact their managing physician's office and left them a message on august 7th however they hadn't received a call back yet. The patient also mentioned that since the fall they had noticed that the neurostimulator was closer to the surface of the skin and had been deeper before the fall. No other changes to neurostimulator pocket site was provided. Redirected the patient to make an appointment with healthcare provider to check the internal device when they returned from their trip. The patient called back and reported that they had noticed a code come on the screen after they finished recharging the neurostimulator and check the battery status using the communicator. The patient said that the code was por. Reviewed information about code and the patient said that typically when they recharge it the stimulation is running. The patient also mentioned that they had a fall on july 6th and had noticed a change in how quickly the neurostimulator will discharge. The patient said that on 8/2 they recharged the implant to 100% and five days later the battery was down to 80% and on 8/8 it was down to 70% and then on 8/10 it dropped down to 60%. The patient did mention that system has always been set to use cycling. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.